Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: " capsular contracture (baker grade unknown) - big ripple on the right side implant that is folded over and causing pain from the bottom of the breast to stomach".

Event description:
Patient reported ¿I have a big ripple on the right side implant, that is folded over and causing pain from the bottom of the breast to my stomach, I' ve had this for about a year and a half. The doctor thinks it a capsular contracture". The device remains implanted.